Manufacturer narrative:
(B)(4).

Event description:
It was reported (B)(6) 2016 that a company representative was attempting to interrogate a patient's device but received a communication error when trying to program. He changed out the serial cable and was able to program and interrogate the patient's device. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection. Additional relevant information has not been received to-date.